Event description:
It was reported that the pt had pain in his back and legs after having an MRI done two weeks ago. It was noted that the pt did not have the pump read/interrogated after the MRI by a healthcare professional (hcp). The pt did not hear any alarms. The pt was at home. Follow-up with the pt's hcp recommended. The medication being delivered, via the device system, was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).